Event description:
Provider removed the PICC line due to crack in the line. The patient also reported that on the previous day, they had sudden onset of burning under the skin during their antibiotic infusion.